Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A photo received shows the open package. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder was received in an unsealed blister package. No mucous membrane exposure to body fluids. No serious injury, no medical interventions.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.